Event description:
An update was provided on 15-dec-2023 and stated that the plum pump won¿t deliver a 10ml syringe or smaller with chemolock; no specific serial number was provided. ICU medical oncology sales specialist provided a recommendation to the customer to do an IV push or use the 12ml syringe as the plum pump is designed to pull fluid and smaller syringes create a vacuum and not strong enough to pull plunger/fluid.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved an unspecified chemolock device and occured on an unknown date. It was reported that their pediatric unit was scheduled to infuse a small 3ml syringe of chemotherapy (with chemo lock). The syringe was placed on the secondary pump without a syringe adaptor and the pump alarmed proximal occlusion. They tried adding a syringe adaptor but the chemo med would not infuse. The pump was not alarming and the pump was making noises like it was infusing but the med was not infusing and there were no bubbles (which usually happens when a med is infusing with the syringe adaptor). The chemo would only infuse with finger pressure on top of the 3 ml syringe to put a little pressure on it and then it started infusing. When lifting the finger from the top of the syringe it stopped infusing so we had to hold a finger there for the entire duration of the infusion (15 min). There was no product reference number, lot number and pump information was provided. There was patient involvement and unknown human harm. There was no unprotected chemo exposure to the patient or healthcare provider.